Event description:
The biomedical engineer (bme) reported as per the respiratory therapist that the v60 ventilator alarmed and shut down while on a patient which led to desaturation. On (B)(6) 2022, a patient of unknown age and gender experienced peripheral capillary oxygen (sp02) desaturation during clinical use of a v60 ventilator with a non-invasive mask interface. As a result, the patient was removed from the ventilator and intubated. No further harm was reported, and the patient had stabilized. The device was evaluated in the institution's biomedical shop. The unit cycled normally on ac and battery power. The battery was sufficiently charged. The customer noted the error log shows a pressure regulation high error. The remote service engineer (rse) advised the bme to perform extended run in to try to duplicate the failure as well as run a full performance verification test (pvt). The rse also advised that the error may be related to a data acquisition (da) board and can be replaced as a precaution. The bme ran the ventilator, and the issue was not duplicated. Pvt was performed and the ventilator passed. The error log had a single occurrence of the 1009 error and the other errors that were presented were in line with the patient being removed from the ventilator such as patient disconnect and low tidal volume. The da board was not replaced nor was there any other replacements made and the ventilator was released back to respiratory for use. Based on information provided and/or service performed, the customer¿s alleged complaint was not confirmed.

Manufacturer narrative:
The institutional biomedical engineer (bme) provided a copy of the drpt log. The 1009 diagnostic code was confirmed on (B)(6) 2022 resulting in cessation of positive pressure therapy delivery due to the detection of a high-pressure regulation state. At 06:52.43am the device logs indicate the v60 was manually powered off.

Manufacturer narrative:
The institution's biomedical engineer (bme) provided a copy of the drpt log which showed evidence of 1009 (high pressure vio) error code captured on (B)(6) 2022 at 06:44.51am. The bme also noted that through their internal investigation, it was determined that the v60 device did not shut off on its own, but rather it was powered down. Philips was not able to confirm the reported device symptom. Philips was unable to determine the cause of the reported symptom as it could not be duplicated.